Manufacturer narrative:
During the investigation, the autopulse platform ((B)(6)) failed the load cell characterization check. The root cause of the observed failure was defective load cells. The autopulse platform passes the initial functional testing without error or fault. The platform was subjected to a run-in test for 6 minutes using a large resuscitation test fixture (lrtf), and the platform passed without error or fault. Upon further testing, unrelated to the reported complaint, the platform failed the load cell characterization check. The defective load cells were replaced to address the observed failure. Following service, a load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with (B)(6).

Event description:
During the investigation, the autopulse platform ((B)(6)) failed the load cell characterization check. No patient involvement.